Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to stress of repeated use, external factors, or handling. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Attempts to retrieve additional information from the customer are in progress. The device was returned and evaluated by olympus. In addition to the findings, evaluation found the complaint was confirmed and water tightness was lost due to a crack on the up/down knob and a dent on the switch box and switch #2. In addition, evaluation found the bending angle in the up direction did not meet standard value and the play of the up/down knob was out of standard value due to wear of the angle wire, an abnormal sound was made due to damage to the up/down knob, the bending section cover adhesive was cracked, the control unit was dirty due to water leakage, the suction cylinder was shaved, the adhesive around the light guide lens was peeled, the nozzle was deformed, the electrical connector was discolored due to water leakage, and multiple parts on the scope were scratched. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported the evis lucera duodenovideoscope had air/water leakages. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found the illumination lens adhesive was detached and dirt entered the lens through a gap in the glued end. The report is being submitted due to detached adhesive found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information obtained from the customer. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
Additional information received from the customer reported the air/water leakages occurred during reprocessing prior to an endoscopic retrograde cholangiopancreatography procedure. There was no delay and the procedure was completed with the scope.